Manufacturer narrative:
Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver tip was not returned for analysis. Device was then for fracture analysis. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload of the fractured tip. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure. No material defects or other abnormalities have been identified in the fracture analysis report. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the instrument¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Account name: (B)(6) hospital: in 2010, surgery for lumbar kyphosis was performed using non-j and j (stryker: mantis 6.5-40) system. On (B)(6) 2017, revision surgery was performed to replace the currently implanted screws with j and j screws. During the surgery, when the surgeon tried to insert the screw (diameter: 7 mm, length: mm) using the screw driver (part#: 279712400, lot#: 0106mi), he heard a big metal-like noise, and noticed that the tip of the drive was broken and missing. Also, he confirmed that the broken tip was buried in the head of screw. He tried to pull out the broken tip, but he gave up doing it for the following reasons. - the bone was too hard to pull the screw out. - polyaxial function of the screw was kept stable. - polyaxial feature of the screw was firmly locked after the rod was tightened. While the broken tip was left in the body, the surgeon completed the operation with a 2-minute delay. No further information has been provided from the hospital.